Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 02-sep-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain goes down to pelvic area') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), menorrhagia ("heavy monthly bleeding"), abdominal distension ("bloated abdomen to where I look pregnant"), abdominal pain upper ("cramping/stomach on right side is hard like having contractions"), polyarthritis ("inflammation in my joints"), migraine ("chronic migraines"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain"), temperature intolerance ("heat intolerance"), feeling abnormal ("brain fog"), nausea ("nausea"), constipation ("constipation"), diarrhoea ("diarrhea"), peripheral swelling ("swelling of hands legs and feet"), premenstrual syndrome ("pms symptoms x 10"), breast tenderness ("tender breasts like during pregnancy"), coital bleeding ("occasional bleeding afterward intercourse"), loss of libido ("loss of libido"), alopecia ("thinning hair"), dyspnoea ("hard to breath") and mobility decreased ("hard to move"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, abdominal distension, abdominal pain upper, polyarthritis, migraine, fatigue, abnormal weight gain, temperature intolerance, feeling abnormal, nausea, constipation, diarrhoea, peripheral swelling, premenstrual syndrome, breast tenderness, coital bleeding, loss of libido, alopecia, dyspnoea and mobility decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, abnormal weight gain, alopecia, breast tenderness, coital bleeding, constipation, diarrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, loss of libido, menorrhagia, migraine, mobility decreased, nausea, pelvic pain, peripheral swelling, polyarthritis, premenstrual syndrome and temperature intolerance to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Case upgraded to serious incident. Events pelvic pain, hard to breath and hard to move were added. Events- polyarthritis, migraine, fatigue made medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.